Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(4) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) error message" was confirmed during the archive data review but not during initial functional testing. The reported (ua) 17 could not be reproduced during initial functional testing. Upon further testing, the autopulse platform failed the brake gap inspection due to the loose screws on the brake, likely attributed to aging, wear, and tear. The autopulse platform was manufactured in august 2016 and is over 6 years old, beyond its expected service life of 5 years. During visual inspection, there was no physical damage observed on the autopulse platform. A review of the archive data showed (ua) 17 was observed on the event date, thus confirming the reported complaint. The autopulse platform passed the initial functional testing without any faults or errors. The (ua) 17 could not be replicated. A load cell characterization test was performed and confirmed that both cell modules function within the specification. However, the platform failed the brake gap inspection due to the drive train motor brake assembly air gap being out-of-specification (too wide). The brake gap was adjusted to the manufacturing specifications to remedy the error message. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the autopulse platform with serial number (B)(4). Ccr 69099 was reported on 21 september 2022, and the brake gap was adjusted to specification to remedy the (ua) 17 error.

Event description:
During testing on a manikin, the autopulse platform (B)(4) stopped compression after 5 seconds and displayed a user advisory (ua) 17 (max motor on-time exceeded during active operation) error message. The user verified that the manikin was placed correctly. The user advisory (ua) 17 error clears after the platform restart, however, the issue intermittently persists. Per the reporter, the manikin was used on another platform without any problem. The platform display functions as designed. No patient involvement.